Event description:
While wearing the external equipment, the pt reportedly experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for device eval. External equipment was exchanged. In 2007, the pt was seen by a company rep for device eval. Testing performed confirmed that the device was not fully functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.